Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and "hole at bottom of breast(skin is open)" the event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, "hole at bottom of breast (skin is open)", and lump. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, wear abrasion,and observed cloudiness and bubbles in the gel after autoclave cycle. A weight test of the device was completed and found the device to be overweight. Even though the device is overweight, it was not considered a workmanship issue since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is no were observed openings in the device.

Event description:
Health professional additionally reported "capsule inflamed and thickened", baker grade unknown, as well as "an abscess and drainage."